Event description:
The healthcare professional reported 1 incident of the transfer set coming loose from the catheter. The patient developed peritonitis and was treated outpatient with intraperitoneal antibiotics and recovered fully.